Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 93 and 357mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement product was sent and customer was asked to return her strips for evaluation.